Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a broken display from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The patient stated that they dropped the pump by accident and the display of the pump is broken. The customer will be sent a replacement pump.